Manufacturer narrative:
Citation: sohil, mohammad maqbool, hakim irfan showkat, and sadaf anwar. Rotablator utilization in managing complex calcified coronary lesions: a study of immediate and follow-up outcomes from an indian medical center. Iranian heart journal, vol. 26, no. 1, winter 2025, pp. 16 to 26.

Event description:
It was reported via literature that the patient died. This study aimed to assess the clinical and angiographic results of patients treated with a combination of stenting and rotablation for complicated and calcified lesions. Before coronary stenting, rotablation was consecutively performed on 106 patients. In 67% of the patients, intravascular ultrasound-guided stenting was employed. The rotablator ra system was utilized for this study. As per routine protocol, a 1.25 to 1.75 mm burr ra catheter and a rotawire floppy guidewire were connected to the console to power the device, and a water source was used to cool the system according to the prescribed guidelines. Prior to the procedure, patients already on antiplatelet therapy were administered 150 mg of aspirin and 75 mg of clopidogrel. To ensure an activated clotting time of greater than 300 seconds, intra-arterial heparin was administered immediately before the intervention. As part of the routine ra process, a cocktail infusion containing verapamil, heparin, and nitroglycerin was delivered intracoronarily. Burr runs lasted 10 seconds or less to prevent burr deceleration. Elective temporary right ventricular pacing was performed in a small number of cases. The decision to conduct ra-pci was based on the operator's prior knowledge of significantly calcified coronary lesions. Following the lesion was successfully crossed with a 0.014-inch guidewire, a 0.09-inch rotawire floppy guidewire was advanced through a microcatheter to replace the initial guidewire. Angiographic success with thrombolysis in myocardial infarction (timi) grade iii flow was defined by a residual stenosis of less than 20%. Procedural success was determined as the achievement of angiographic success without experiencing in-hospital major adverse cardiac events (mace), encompassing all-cause mortality, myocardial infarction (mi), and repeat revascularization. Mace occurrences were included in the complication assessment. Clinical success was defined as successful discharge without any in-hospital complications. Target lesion revascularization (tlr) was defined as repeat revascularization for restenosis exceeding 50% within the target segment. Target vessel revascularization (tvr) encompassed any repeat revascularization that occurred within the treated vessel. Following the procedure, patients underwent routine monitoring for cardiac biomarkers such as creatine kinase (ck), creatine kinase-mb (ck-mb), and troponin-I. Myonecrosis was identified when ck-mb or troponin-I levels were 3 times higher than their respective baseline levels. Clinical follow-up was carried out through scheduled follow-up visits at 1, 3, 6, and 12 months post-procedure. Out of the 106 patients, 79% presented with multiple-vessel disease. The average number of diseased vessels per patient was 1.5 plus or minus 0.6. The left anterior descending artery (lad) and the right coronary artery (rca) were the most frequently involved (67.0%), followed by the lmca in 6.9% of patients. Additionally, 10.4% of patients had bifurcation lesions. On average, 1 plus or minus 0.5 rota burrs were used per patient, with a final burr size of 1.6 plus or minus 0.2 mm and an artery-burr ratio of 0.6 plus or minus 0.1. For all 18 bifurcation lesions, a 2-stent strategy was employed. Ivus-guided procedures were used to treat 67.0% of the lesions. The average number of stents deployed in each lesion was 1.7 plus or minus 0.5, with an average total stent length of 56.5 plus or minus 24.6 mm per lesion. Further, 18 patients (10.4%) received additional stents for the treatment of non-rotablated lesions during the primary procedure. Intra-aortic balloon pump (iabp)-assisted procedures were performed on 8 patients (7.5%) who experienced cardiogenic shock, hypotension, or intractable ventricular tachycardia during the procedure. During hospitalization, 1 patient, a 79-year-old elderly man, expired due to extensive mi and cardiogenic shock. The overall procedural success rate was 96.2%. At the 12-month follow-up, the incidence of out-of-hospital mace was 1.8%. Clinically driven coronary angiographic follow-up was conducted on 23 patients (21.6%), with 2 patients (1.8%) requiring tlr due to ischemia. Pci was successfully employed to treat all cases, and no CABG was necessary. Among patients who underwent angiographic follow-up, no coronary aneurysms were found in the stented segments. Acute stent thrombosis was observed in 1 patient (0.9%) during hospitalization, which necessitated revascularization with stents, using a total stent length of 66 mm for the lmca-lad/lmca-left circumflex artery bifurcation lesion. In cases of calcified and complex lesions, coronary stenting performed after rotablation can be accomplished with a low incidence of stent thrombosis, manageable procedural complications, and a high success rate. This approach was associated with a low incidence of angiographic restenosis in subgroups of calcified and complex lesions, compared with outcomes typically achieved with other interventional methods. Even high-risk bifurcation lesions, such as lmca bifurcation, and lesions with heavy calcium load were meticulously treated, resulting in very low procedural complications and a low incidence of restenosis.